Event description:
It was reported that during the photoselective vaporization of the prostate (pvp), the fiber was firing forward when the laser reached 255807 joules. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. Microscope inspection identified the glass tip was broken off the fiber and not pushed in. The fiber card was analyzed, which demonstrated that the fiber was recognized by the console, was not expired, and was fired. No errors were reported. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. Based on analysis results, the interaction between the user and device caused or contributed to the reported event.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp), the fiber was firing forward when the laser reached 255807 joules. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp), the fiber was firing forward when the laser reached 255807 joules. The procedure was completed using another fiber. There were no patient complications.